Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The customer reported product problem (battery draining too quickly) was verified. During power up, the pump produced error code 114 on the screen display. This error indicates a problem with the high current motor. Further investigation and found that the motor was defective due to a high current draw. This was established as the cause of the reported product problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The high current motor was replaced. This resolved the product problem.

Event description:
Information was received that a smiths medical cadd ms3 batteries were draining very quickly. No adverse patient effects were reported.